Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3 the device was returned to olympus for inspection and the reported failure was not reproduced. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during an unknown procedure the endoscope with a distal hood were correctly installed prior to insertion. After insertion into the patient, the distal hood was observed within the image field and appeared to be covering the lens. It is unclear whether the distal hood detached during the procedure or shifted position after insertion, as the exact timing and mechanism of the issue could not be determined. As a result, the patient¿s mucous membranes were noted to be scratched. Bleeding occurred from the site of mucosal damage and successfully controlled using a hemostatic clip and the procedure was discontinued. The cause and extent of the mucosal damage and the approximate volume of bleeding are unknown. No additional interventions beyond clip placement were reported. The patient¿s clinical outcome following the event and current condition are unknown currently. This report is 2 of 2.

Manufacturer narrative:
H6 hecc- appropriate term/code not available selected for the reported term for patient¿s mucous membranes were scratched. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.